Event description:
It was reported that the patient had oversensing on the lead there was noise observed on the rv lead on the ventricular channel but disappeared when the ICD was charging. The lead had trending r-waves from 12 down to 2mv, and the threshold increased. The lead was capped.

Manufacturer narrative:
Na